Event description:
Iliac bifurcation - device was passed up through a stent - lesion was in the proximal part of the stent (in-stent use is prominently contra-indicated in the instructions for use). Operator made approximately 3 cutting passes with good results. The vessel was approximately 8mm (larger than labeled max. Effective treatment range). Operator attempted to reshape the distal end of the catheter to extend the working range of the device. Operator believes he pushed the device through the stent and into the bifurcation causing the perforation with the tip/guidewire rather than the cutting element. Perforation initially sealed with balloon pressure and covered stent. Sheath left in as a precaution. Approximately 1-1 1/2 hours later patient vomited reactivating the leak at the perforation. Perforation could not be controlled using interventional methods and patient was sent to surgery. Patient stable post surgery. No allegation of device malfunction. In-stent use contra-indicated in labeling. Operator admitted error in judgement using device in this case. Device destroyed at hospital.